Event description:
It was reported via the implant patient registry that a patient with a 19mm 3300tfx pericardial aortic valve underwent a valve replacement procedure after an implant duration of two (2) years, eight (8) months due to unknown reasons. The explanted valve was replaced with a 19mm 11500a pericardial valve. The patient was noted to be in recovery post procedure.

Manufacturer narrative:
Corrected: b5

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Multiple requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not requested for return as there was no allegation of device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the (B)(6) registry that a patient with a 29mm 3300tfx pericardial aortic valve underwent a valve replacement procedure after an implant duration of two (2) years, eight (8) months due to unknown reasons. The explanted valve was replaced with a 19mm 11500a pericardial valve. The patient was noted to be in recovery post procedure.

Manufacturer narrative:
Updated: h6.